Event description:
It was reported that a touchscreen was cracked, unresponsive, and illegible. There was no reported impact on the customer¿s blood glucose level. The customer declined to share information about the backup therapy to ensure uninterrupted insulin delivery.